Event description:
Mom called in to office and spoke to a respiratory therapist and informed her that the speaker alarm on the oximeter is cutting out, so audible alarm does not always sound appropriately, which increases the risk that caregivers may miss an alarm/event. Rt arranged to have unit exchanged out the same day. Unit was brought back to phs and testing will be conducted before sending unit in to the manufacturer.